Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pipeline vantage ped3-027-550-40 ((B)(6)) was successfully implanted on (B)(6) 2022 and discharged to home on (B)(6) 2022. The cause of the infarct was not determined. It was noted that imaging showed old bilat cerebral white matter infarcts, a few predominantly peripheral chronic microbleeds in the left and right cerebral hemisphere. The timing was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the site has responded, ¿reported 'old' infarcts and 'chronic microbleeds' are baseline medical history.¿

Event description:
Additional information was received that concomitant or additional treatment was given. The patient experienced left sided facial droop and muffled speech. They had a headache on the left side of the head and felt unwell, nausea and vomiting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced an acute left corona radiata infract. The patient experienced a prolongation of existing hospitalization (end date (B)(6) 2024). The patient was being treated with antiplatelets. The patient was treated with physical therapy. The patient was recovering/resolving (B)(6) 2024. The ae was not related to the disease under study. New or worsening of existing neurological deficits occurred. The symptoms lasted for more than 24 hours. The patient was being treated for a left c6 internal carotid artery aneurysm with a saccular morphology in the sidewall. Aneurysm di mensions: maximum diameter 16.2 mm, dome height 16.2 mm, dome width 13.1 mm, neck size 8 mm, parent artery diameter distal to aneurysm 4.3 mm and parent artery diameter proximal to aneurysm 5.6 mm. At the end of the procedure significant stasis wit complete neck c overage was noted. Post implant occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.